Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the casing was loose due to normal wear. The device was returned unrepaired to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that when the trigger is pressed, the drill would not function. This is report 1 of 1 for event #(B)(4).